Event description:
Report received from USA stating that error message e5 fault in handpiece displayed when the device was connected to system console. It is unknown if the device was used in surgery. It is unknown if injury, delay, or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).